Event description:
Physician reported that he had a discrepancy caused by a fatal error that triggered a full re-boot of acudose while a caesarian section (c-section) was underway. He said he had pulled fentanyl and hydromorphine when it started to shut down at the end of dispensing the hydromorphine. This caused a discrepancy that was resolved. The complete re-boot process took about 4 minutes. There was no harm to the patient or infant. Aesynt reported that they will be sending a service technician to replace pockets on the narcotic drawer.